Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system was not functioning at 500mw. Additional information has been requested.

Manufacturer narrative:
The system is no longer manufactured and no longer serviced. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 19, 1999. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).